Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that there was an impedance spike on the superior vena cava (svc) portion of the patient's right ventricular (rv) lead that triggered an alert on the patient's implantable cardioverter defibrillator (ICD). The impedance alert threshold was reprogrammed and both the ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.